Event description:
Bayer case number: (B)(4). Very frequent vulval pain [vulval pain], fatigue [fatigue] , asthenia [asthenia] , neck pain [neck pain] , right shoulder pain [shoulder pain] , left shoulder pain [shoulder pain] , wrist pain [wrist pain] , pain in left knee [aching (l) knee] , exploration of rheumatoid factors [rheumatoid factor increased], thyroid problem [thyroid disorder] , menopause [menopause] , mental exhaustion [mental exhaustion] , difficulty sleeping [difficulty sleeping] , physical exhaustion [exhaustion] , pain in left buttock [buttock pain] , pain in groin [pain groin] , with each step when walking [pain upon movement] , walking is now difficult if longer than one kilometre [walking difficulty], pain in the ears [pain in ear] , sick leave [sick leave], nickel and cobalt allergy [allergy to metals]. Case narrative: the below report was received by health authority ansm on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal pain ("very frequent vulval pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced fatigue ("fatigue") and asthenia ("asthenia"). In 2018 she experienced neck pain ("neck pain"). In 2019 she experienced a first episode of shoulder pain ("right shoulder pain"). In 2020 she experienced a second episode of shoulder pain ("left shoulder pain"), thyroid disorder ("thyroid problem"), menopause ("menopause") and groin pain ("pain in groin") and was found to have rheumatoid factor increased ("exploration of rheumatoid factors"). In 2022 she experienced wrist pain ("wrist pain"). In 2023 she experienced aching (l) knee ("pain in left knee"), mental fatigue ("mental exhaustion"), insomnia (" difficulty sleeping") and exhaustion ("physical exhaustion"). In 2024 she experienced vulvovaginal pain (seriousness criterion medically important) and musculoskeletal pain ("pain in left buttock"). On unknown date she experienced pain ("with each step when walking"), gait disturbance ("walking is now difficult if longer than one kilometre"), ear pain ("pain in the ears"), sick leave ("sick leave") and allergy to metals ("nickel and cobalt allergy"). The patient was treated with surgery (meniscus operation). At the time of the report, the neck pain was resolving and the vulvovaginal pain, sick leave and allergy to metals had not resolved. The outcomes for fatigue, asthenia, wrist pain, aching (l) knee, rheumatoid factor increased, thyroid disorder, menopause, mental fatigue, insomnia, exhaustion, musculoskeletal pain, groin pain, pain, gait disturbance, ear pain and the last episode of shoulder pain were unknown. No causality assessment was received for essure with regard to fatigue, asthenia, neck pain, the first episode of shoulder pain, the second episode of shoulder pain, wrist pain, aching (l) knee, rheumatoid factor increased, thyroid disorder, menopause, mental fatigue, insomnia, exhaustion, musculoskeletal pain, vulvovaginal pain, groin pain, pain, gait disturbance, ear pain, sick leave or allergy to metals. The reporter commented: comments ¿I have a lot of pain and unexplained physical and mental fatigue in my life. My energy goes into my work, to the detriment of my family and personal life. Impact on my mental and social health. Need to know if this is due to the essure implants. Not tested for nickel allergy prior to insertion. Preparation for removal ongoing. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): nickel & cobalt allergy. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Very frequent vulval pain [vulval pain], fatigue [fatigue], asthenia [asthenia], neck pain [neck pain], right shoulder pain [shoulder pain], left shoulder pain [shoulder pain], wrist pain [wrist pain], pain in left knee [aching (l) knee], exploration of rheumatoid factors [rheumatoid factor increased], thyroid problem [thyroid disorder], menopause [menopause], mental exhaustion [mental exhaustion], difficulty sleeping [difficulty sleeping], physical exhaustion [exhaustion], pain in left buttock [buttock pain], pain in groin [pain groin], pain with each step when walking [pain upon movement], walking is now difficult if longer than one kilometre [walking difficulty], pain in the ears [pain in ear], sick leave [sick leave], nickel and cobalt allergy [allergy to metals]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 24-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal pain ("very frequent vulval pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced fatigue ("fatigue") and asthenia ("asthenia"). In 2018 she experienced neck pain ("neck pain"). In 2019 she experienced a first episode of shoulder pain ("right shoulder pain"). In 2020 she experienced a second episode of shoulder pain ("left shoulder pain"), thyroid disorder ("thyroid problem"), menopause ("menopause") and groin pain ("pain in groin") and was found to have rheumatoid factor increased ("exploration of rheumatoid factors"). In 2022 she experienced wrist pain ("wrist pain"). In 2023 she experienced aching (l) knee ("pain in left knee"), mental fatigue ("mental exhaustion"), insomnia ("difficulty sleeping") and exhaustion ("physical exhaustion"). In 2024 she experienced vulvovaginal pain (seriousness criterion medically important) and musculoskeletal pain ("pain in left buttock"). On unknown date she experienced pain ("pain with each step when walking"), gait disturbance ("walking is now difficult if longer than one kilometre"), ear pain ("pain in the ears"), sick leave ("sick leave") and allergy to metals ("nickel and cobalt allergy"). The patient was treated with surgery (meniscus operation). At the time of the report, the neck pain was resolving and the vulvovaginal pain, sick leave and allergy to metals had not resolved. The outcomes for fatigue, asthenia, wrist pain, aching (l) knee, rheumatoid factor increased, thyroid disorder, menopause, mental fatigue, insomnia, exhaustion, musculoskeletal pain, groin pain, pain, gait disturbance, ear pain and the last episode of shoulder pain were unknown. No causality assessment was received for essure with regard to fatigue, asthenia, neck pain, the first episode of shoulder pain, the second episode of shoulder pain, wrist pain, aching (l) knee, rheumatoid factor increased, thyroid disorder, menopause, mental fatigue, insomnia, exhaustion, musculoskeletal pain, vulvovaginal pain, groin pain, pain, gait disturbance, ear pain, sick leave or allergy to metals. The reporter commented: comments ¿I have a lot of pain and unexplained physical and mental fatigue in my life. My energy goes into my work, to the detriment of my family and personal life. Impact on my mental and social health. Need to know if this is due to the essure implants. Not tested for nickel allergy prior to insertion. Preparation for removal ongoing. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): nickel & cobalt allergy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.